Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvwh13 implant in tooth site #9 was removed due to being non restorable.

Event description:
Doctor reports that the tsvwh13 implant was removed due to loss of integration.

Manufacturer narrative:
This report is being submitted to relay additional information. Previously 000202314-2020-00292 was submitted for this event. The event has now been confirmed to be a loss of integration event. Zimmer biomet does not report those events due to that he event is clinically known, risks are acceptable in terms of individual patient benefit, clearly identified within labeling, and occurs within a quantitative occurrence that is monitored monthly therefore this event is considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.